Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem usb cable was broken and unable to be used to charge the pump. The customer's blood glucose level was 300 mg/dl.